Manufacturer narrative:
Results: the returned jet7 was ovalized at approximately 118.0 cm from the hub. The total length of the returned jet7 was 133.0 cm from the hub to distal tip. Conclusions: evaluation of the returned jet7 revealed an ovalization on the distal shaft of the catheter. The complaint reported that the jet7 was advanced and retracted against resistance. If the device is forcefully retracted against resistance, damage such as an ovalization may occur. During the functional testing, the returned jet7 was able to advance through the neuron max without an issue. The root cause of the initial resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1:  4316 - the investigation findings do not lead to a clear conclusion about the cause of the initial resistance.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, the physician experienced resistance while attempting to advance the penumbra system jet 7 reperfusion catheter (jet7) into the target vessel. It was also reported that a velocity delivery microcatheter (velocity) was being used in the procedure. The physician then decided to remove the jet7 and reported experiencing resistance upon retraction. After the jet7 was removed from the patient, the physician noticed that the proximal end of the jet7 tip had become stretched. The jet7 was therefore no longer used in the procedure. The procedure was completed using non-penumbra devices and the same velocity. There was no report of an adverse effect to the patient.